Event description:
Patient's parents gave a damaged infusion set to a nurse. Nurse reported the infusion tube was "cracked" and insulin could not pass through. The infusion set was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. During the visual inspection we could confirm the separation of the connector from the tube. The microscopic inspection revealed that the tube was clearly torn out. The spot of separation showed characteristics of a strong non-axial tensile stress. Without the concerned lot number a check of the documentation is not possible. The problem mentioned by the customer is related to a mishandling of the product by the customer.